Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test and self-test. Pump error was present in the insulin pump history file due to moisture damage on keypad traces. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, faded serial number label, stained serial number label, peeling end cap address label, moisture damage on all electronic assemblies, corrosion on force sensor assembly and moisture damage on motor assembly.